Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that before shoulder surgery "they programmed the pacemaker in to a bipolar mode" and since surgery the patient has experienced tightness in chest, dyspnea, sweating and swelling in the feet. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.